Manufacturer narrative:
Device available for evaluation?. Updated. (B)(4). The broken leading end was not returned. The deployment knob was had been removed from the delivery catheter. The gore excluder aaa endoprosthesis featuring c3 delivery system instructions for use (IFU) clearly states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. The root cause for the premature deployment was the catheter breaking. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the IFU likely contributed to the broken leading end of the catheter, specifically advancing outside the sheath.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: improper component placement, occlusion of native vessel and buttock claudication. The IFU also states, do not advance the device outside the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. The IFU also states, do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events such as catheter separation and reintervention.

Event description:
On (B)(6) 2016, a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk-ipsilateral leg component was advanced from the left femoral artery through an 18fr gore dryseal sheath. A 14fr gore dryseal sheath was inserted in the right femoral artery. The contralateral gate was cannulated with a pigtail catheter to measure the distance from the right internal iliac artery to the contralateral gate. This distance measured approximately 14cm. The contralateral leg component was inserted through the sheath, but the sheath was not advanced to the contralateral gate so the component was advanced bareback, outside the sheath. As the contralateral leg component was advanced, resistance was felt distal to the contralateral gate. Advancement was continued. It was reportedly noted that the contralateral leg component appeared to be catching on something, giving a crimped appearance distally on the graft. An attempt was made to remove the contralateral leg component, but resistance was felt. At approximately 4 cm distal to the contralateral gate, it was reported the contralateral leg component began to deploy proximally as the catheter was being withdrawn. The remainder of the contralateral leg component was then fully deployed by rotating and pulling the deployment knob. When the delivery catheter was withdrawn, it was noticed the proximal olive and polyimide segment were not attached to the catheter. An angiographic run was performed to locate the olive and polyimide segment which revealed they resided within the aneurysmal sac. The polyimide wire and olive were not removed. An 18mm x 11.5cm contralateral leg component was advanced and deployed as a bridging piece to secure the polyimide and olive within the sac. Due to the proximal location of the initially deployed contralateral component the contralateral leg component unintentionally covered the right internal iliac artery. Upon the final completion angiographic run, there were no apparent endoleaks and no noted retrograde filling from the right internal iliac artery. The patient tolerated the procedure with some buttock claudication as a result, which is reportedly improving.